Event description:
Additional information received noted that the atrial lead also exhibited low pacing impedance.

Event description:
Related manufacture reference number: 2017865-2023-35611. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead and right ventricular lead exhibited noise oversensing. No interventions were performed. The patient was in stable condition.